Event description:
During a dental procedure on (B)(6) 2014, the tip of the device broke in the patient's mouth. The tip was visible in the patient's mouth, so the area was suctioned. After the area was suctioned, the tip could no longer be seen. The patient declined an x-ray.

Manufacturer narrative:
The practice returned the broken device without the tip to hu-friedy on (B)(4) 2014 (the tip was not retrieved). The returned device was reviewed and it was determined that the fracture originated on the top side of the device near the tip. The device should be used on the sides of the tip (not on the top or underside). Therefore, it was concluded that user error was a contributing factor in this event. Weight and age of patient is not known. (B)(4) does not track our devices, which are mostly low risk class I devices, by serial number UDI #, only a lot # which is tied to the date of manufacture. The product involved in the event does not have an expiration date. The device is not implanted, therefore, implant/explant dates are not applicable. The phone number and email address of the initial reported were not known. The (a) nda#, ind#, and bla# are not applicable to this class ii device.